Manufacturer narrative:
Evaluation: results: a visual inspection of the ipg confirmed that a lead tip was sheered from one of the leads. It was also visually and mechanically confirmed the ipg's setscrew terminal block for electrode #9 had been damaged during the explant procedure. The ipg passed all auto-test steps expect ucod, which was due to the header assembly damage at explant. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2011-05581. The patient received her scs system on (B)(6) 2009 including an ipg and two percutaneous leads (off-label use). It was reported the patient was not receiving adequate coverage. As a result, both leads were explanted and replaced. During the explant procedure, a tip from one of the leads was sheered and stuck inside the ipg. The ipg was thus explanted and replaced as well. Stimulation was restored post-op.